Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "revising right knee for pain, loosening, and loose screw. Removed tibial insert, screw and patella. Revision surgery went as planned".